Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test passed. A pairing test was performed, and the test passed. The allegation was confirmed. The probable cause was determined to be loss of connection. In addition, loss of connection was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2019, that on (B)(6) 2019, a pairing failure between the transmitter and smart device occurred. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.